Event description:
It was reported that removal difficulty occurred. The target lesion, which exhibited 20% stenosis, was located in a mildly tortuous and mildly calcified vessel of the spleen. An 18 165cm transend guidewire was selected for use. During the procedure, the device became stuck within a non-boston scientific angiographic catheter and could not be withdrawn. The device was pulled out directly, and the procedure was completed with another of same device. No patient complications resulted from this event.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).